Manufacturer narrative:
B3: event date is not known. Section d references the main component of the system. Other medical products in use during the event include: brand name restore; product ID 37761 (serial: unknown); product type: 0213-recharger g2: the country of the event is cn h6 codes refer to the recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a distributor regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the metal joint of the adapter fell off; recharger failure. They replaced the adapter. The issue was resolved at the time of the report. The patient was alive with no injury at the time of the report. Additional information was received. It was reported that the "metal joint of the adapter fell off" was referring to the connector pin of the desktop charger (dtc). They were unable to reply to technical questions about the cause.